Event description:
During a lap cholecystectomy, the device could not be fired on the cystic duct. A second device was used, but the same thing occurred. A new device was pulled and the case was completed.